Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during open heart surgery they were unable to establish telemetry. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that telemetry was able to be established between the programmer and the device later the same day of surgery. The device parameters, episode storage and battery longevity were all unaffected and the same as the pre-surgery values. No patient complications have been reported as a result of this event.